Event description:
As reported by the user facility: a nurse employee noticed a brown/black spec inside of the tubing of a non-filtered IV tubing that was sealed. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) unused sample in open packaging was provided for evaluation. The received sample was visually evaluated, and it was noted that the sample tubing was cut from the second caresite. Additionally, particulate was noted in the tubing. Based on the investigation findings, the reported defect was confirmed. Incidents of embedded contamination are typically attributed to degraded or burned material, or to gases that may have become trapped in vent areas during the molding process. Occurrences of this nature are generally linked to operator oversight during manual assembly or packaging activities. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Additionally, a historical review of the customer complaint database dating back one year revealed no trends of this nature against this finished good item or lot number. Therefore, no formal corrective action is warranted at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.